Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported one of the lead stylets was twisted/spiraled when pulled out of the lead when removed from the packaging. The manufacturer representative couldn't remember which lead had this issue. It was noted that the stylet would be sent back for analysis. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the stylets were sent back for testing. They noted that everything was fine during the procedure and with the patient- just the stylet twisted/spiraled while the physician was removing it and it didn't do anything with the implanted lead. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, lot# unknown, product type: accessory. Analysis of the stylets found that they were bent. If information is provided in the future, a supplemental report will be issued.